Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to poor cup placement.

Manufacturer narrative:
No medical intervention has been reported to date resulting in hospitalization. Reported event was confirmed by review of radiographs. X-ray review identified protrusio deformity of the acetabulum and medial displacement of the acetabular cup, which is loose and rotated into a nearly vertical orientation. There is resulting subluxation without dislocation of the femoral head in relation to the cup. There is lucency reflecting osteolysis within the acetabular fossa along the cup margins. Malleable plate and screw fixation hardware is present. No acute fracture is identified. No abnormality of the femoral component is seen. Device history record review was unable to be performed as the part and lot number of the device involved in the event was not accurately provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.